Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was attempted but not used during the implant procedure. The ICD was connected with the right ventricular (rv) lead and exhibited high impedance and oversensing. The ICD was disconnected and reconnected twice with no change in measurements. A new implantable cardioverter defibrillator (ICD) was connected and the measurements were within normal range. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and no anomalies were found.